Event description:
It was reported the pt has a frequent recharge burden. After charging for 11 hours, the pt programmer displayed the ipg was 1/4 charged. The charging system is functioning properly. The ipg is 8 years old. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.